Event description:
Post-op excision or curettage of bone cyst or benign tumor, tibia or fibula; with allograft and arthroscopy knee, surgical; for removal of loose body or foreign body.

Manufacturer narrative:
Product recall initiated august 21, 2007.